Manufacturer narrative:
Based on the info provided, it is unk if the implant contributed to the pt's symptoms. Should additional info be obtained, this report will be updated.

Event description:
It was reported that the pt was complaining of pain, both at rest and with movement. The surgeon felt that the implant may have loosened. A second surgery was performed on (B)(6) 2010. The implant was not loose, but the surgeon removed the glenoid and cemented another implant in the place. Once it was removed, the surgeon identified a small crack in the implant, but it could not be determined if it occurred during the initial implantation or if it was a result of removing the implant.